Event description:
Customer reported that the arrow key on the insulin pump was not working as he was unable to hear a click. Customer stated that they were unable to unlock the keypad. Customer replaced the batteries and the keypad was locked again. Customer's blood glucose reading at the time of the call was 375 mg/dl. No further information reported.

Manufacturer narrative:
Up arrow button on the insulin pump did not respond due to flattened button dome switch. The device had minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.